Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the reload was loaded on the handle, it automatically articulated and close the jaw and the blue light is flashing. The device was not used in patient. The reload was changed to new one and it works normally. There was no patient injury.